Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes poor sensing at <1 mv in both unipolar and bipolar config- urations. Micro dislodgement of the lead was also noted.